Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event it was reported that a patient experienced paresthesia after placement of an ankylos c/x implant. The implant was removed approximately 1 day later.